Manufacturer narrative:
Event date unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A communication was received from a patient who claimed that the medtronic stent which was used in their procedure "imploded". The patient queried if they could avail of medtronic assistance financially with a hospital balance. Attempts to contact the patient to have been unsuccessful. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.